Event description:
A surgical technician reported that the surgeon observed a blue fiber at the incision site in the eye of a patient during a postoperative visit. The patient had undergone a cataract intraocular lens implant procedure. The surgeon removed the retained blue fiber at the postoperative visit. This is the second of two reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed of FDA on: (B)(4) 2012. The manufacturer internal reference number is: (B)(4).